Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation noted image out of focus due to charge coupled device (ccd) malfunction. Based on the results of the investigation, the reported issue was confirmed and found to be due to ccd malfunction. The root cause of the faulty ccd could not be conclusively identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Review of service history record found there was no repair history for the product in question within the 12-month period prior to the date of the complaint. As per instruction for use (IFU), it states: ¦4.1 precautions for use (warnings) when using the product, hold the camera head and not the camera cable when operating the endoscope. Not only could the camera cable be damaged, but it could also lead to image abnormalities. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an out of focus image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an out of focus image. There were no reports of patient harm.